Event description:
Pt presented in the emergency room, via ambulance, intubated in acute respiratory failure on (B)(6) 2011. Pt was evaluated and transferred to the medical intensive care unit and placed on ventilator. Pulse oximeter was reading saturations of 99-100%. Signal indicator light (3 stars) was illuminating appropriately. Pt was becoming agitated. Abg drawn showed po2 of 73 and the o2 saturation was showing 100%. Pt required respiratory intervention (ambu bag) to bring saturation to baseline. Note: spo2 monitoring is comprised of 4 components that include: ge tram, ge tram spo2 module (nellcor or masimo), spo2 interface cable (masimo or nellcor), and finger probe (masimo only). Ge tram is the monitor that is being used in the intensive care units. There are two ge tram spo2 modules that are currently in use. (Nellcor and masimo) the ge tram has the technology built inside to read both modules. The masimo module (the newer model of the two) was introduced in may 2010 to this institution. When the masimo module was put in place, all of the finger probes were converted to masimo. The company rep stated that the masimo finger probe was compatible with the nellcor spo2 interface cable. In this case, there was a masimo spo2 cable with a masimo finger probe.